Event description:
The patient received a notification for high impedance. High thresholds were also measured. Possible lead fracture or loose connection was suspected. When the physician opened the pocket, the proximal parts of the lead were found bent at an acute angle. The device and lead were explanted.

Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed that a posterior needle-to-cuff miss occurred as evidenced by untouched posterior cuff tabs and undisturbed posterior needle. This suggests that the posterior needle was deflected away from posterior portion of the foot instead of engaging with the posterior cuff inside the posterior foot pocket as designed. The needle-to-cuff miss would result in a failure to retrieve the suture during needle plunger retraction as reported. During testing, the needle plunger was reinserted resulting in successful needle trajectory and push mandrel travel. In addition, the needle trajectory of every device is checked twice during manufacturing. Based on the investigation, the probable root cause for the posterior needle-to-cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after inserting the device into the vessel, the body of the device was kept at 45 degrees angle. The foot was deployed and tension applied. When the needle plunger was pulled out, only the white suture came out, due to a needle-to-cuff miss. The device was removed and a second proglide device was successfully used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.